Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the legs of the filter crossed preventing full deployment. The physician had advanced the greenfield filter via the jugular approach to the intended location within the inferior vena cava, but when the filter was deployed, the legs did not full deploy. A second greenfield vena cava filter was successfully deployed in order to prevent migration of complaint filter. The physician feels that the procedure was successfully completed with adequate protection provided to the pt with the second filter. It is noted that a pre-placement venacavogram was not performed. Also, flushing of the carrier system was performed intermittiently by hand. The pt is reported as a 'good' following the procedure; no injury or complications were reported.